Event description:
A customer contacted beckman coulter (bec) to report falsely low total bilirubin (tbil) results generated by the unicel dxc 600i synchron access clinical system for four (4) patient samples. The customer provided results printouts for 4 patient samples with initial results of 0.0 mg/dl which were 0.5 mg/dl upon repeat for 2 patients, one patient that was 0.2 mg/dl upon repeat, and a result that was suppressed bl rate hi which was 0.2 mg/dl upon repeat. The customer ran a mini-precision run for tbil and obtained results were within-run precision specification. Calibration performed by the customer failed, but was within specifications upon repeat. The customer re-tested other tbil samples and the repeated results were acceptable. The false results were not reported out of the laboratory. There was no effect to patient treatment.

Manufacturer narrative:
Based on qc data review, the qc results for tbil were >3sd low on (B)(6) 2013 but came back into specifications upon repeat and were acceptable on (B)(6) 2013 when the patient samples were run. Customer conducted troubleshooting with the call center assistance and no issues were found that could have caused this imprecision. Beckman coulter filed service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected photometer lamp and found it to be noisy and the cause of tbil precision issues. The fse replaced the photometer lamp and performed lamp calibration. The fse also calibrated all chemistries with acceptable results and ran all qc with passing results. The fse indicated that the lamp was not available to return for investigation. As of (B)(6) 2013, the customer has not called back to report any further occurrence of this issue. Failure mode is a hardware failure; replacing the photometer lamp has resolved the issue.